Event description:
A low lead impedance alert was reported. Basic testing showed adequate sensing and capture, so the patient was sent home. The patient was to be evaluated again in one month.

Manufacturer narrative:
No medwatch form was received.